Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she had replaced the battery in the insulin pump and that there was a delay in the insulin pump turning on. The customer's blood glucose was 567 mg/dl. The customer expressed not feeling well and feeling tired as symptoms of her high blood glucose. The customer treated herself with a manual injection. Troubleshooting was done. The customer stated that she received no delivery alarms during the fill tubing stage. The customer did not fully complete the troubleshooting. Advised customer to monitor the insulin and her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.